Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched and reported that he was able to confirm the customer's issue. The fse replaced the pneumatic module assembly and the iabp services were completed. The fse performed calibration, safety, and functionality checks to factory specifications and returned the iabp to the customer, cleared for clinical use.

Event description:
The customer reported that the intra-aortic balloon pump (iabp) had volume loss errors during use on a patient. No adverse event was reported. No other patient information as made available.